Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the size of the needle used? 13mm. Was more than half the needle retained in the patient? No further information is available. Where is the needle retained; in what structure? No further information is available. Are there plans to remove the retained needle piece? No further information is available. Lot number? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on 3/22/2022 and suture was used. The needle tip was broken. No adverse patient consequences were reported. Additional information was requested